Event description:
As reported through the partner clinical study, the patient received a commercially available sapien valve outside of the clinical study and suffered a stroke the next day. This patient was originally slated to have open aortic valve replacement in (B)(6) 2013 as part of the partner clinical study. When the surgeon opened the patient's chest he found the aorta to be extremely calcified and the procedure was cancelled.

Manufacturer narrative:
Per the instructions for use (IFU), for the edwards sapien valve, permanent or transient neurological events are a well known complication associated with the transcatheter heart valve procedure. Major risk factors for cerebral vascular accidents (cva) and stroke include htn, atrial fibrillation, diabetes, family history of stroke, high cholesterol, increasing age, and race. Events of stroke following tavr have been investigated and documented in a technical summary. The clinical technical summary states cva after tavr is associated with patient baseline conditions and procedural factors. Although strokes during tavr are undoubtedly multifactorial, the dominant etiology is likely intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. In many cases, the root cause of the event is unable to be determined. In this case, the exact cause of the stroke cannot be determined; however, it can be concluded that in addition to the procedure itself, the patient¿s increased age and complex medical history (i.e. Atrial fibrillation, hypertension, hyperlipidemia, carotid disease and prior nicotine use) could have caused or contributed to the event. There is no medical evidence that suggests this event was related to the sapien transcatheter heart valve. Since there is no allegation of device malfunction or labeling issues, no further investigational activities can be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. Should additional information be received, this case will be reopened and investigated.